Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. Visual inspection found internal abrasion breaching the right ventricular shock coil cable lumen beneath the superior vena cava shock coil with one of the right ventricular cables abraded, melted, and separated. The cause of the reported event was due to exposure of right ventricular cable at the abrasion zone beneath the superior vena cava shock coil.

Event description:
The complaint for model 1581/65 sn (B)(6) was already reported in MFR report 2017865-2012-09383.